Event description:
It was initially reported that the patient had low impedance. The patient had their generator explanted previously (medwatch # 1644487-2012-02298) and was recently re-implant with a new generator. The exciting lead was left implanted when the generator was explanted and was connected to the new generator. When system diagnostics were run low impedance was received. System diagnostics was run several times confirming the results. The surgeon left the generator and lead implanted and will have surgery later to replace the lead. Surgery had not occurred to date. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution good faith attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution.

Event description:
The patient was implanted with a new lead on (B)(6) 2013, and the patient is doing well. The old lead was not explanted and was left in the patient. No additional information has been provided.